Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse checked the system and encountered boot warning error 297. The fse reviewed the system log and noted that the illuminator could not boot up. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce the reported complaint. Fa installed the illuminator into the pca si system and it failed to power on with an error 297 (node revision fault for the doco node). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log showed the site performed this pyeloplasty surgical procedure on (B)(6) 2022 with system (B)(4). A review of the site's system logs was conducted by isi technical support when the customer called for support and isi field service engineer while visiting onsite. Investigation revealed error 297 (node revision fault for the doco node. The node/app revision or crc is incompatible with software build) that was related to the reported complaint. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer called technical support to report they encountered error 297 and all patient side manipulator (psm) light emitting diodes (leds) were red. The customer also reported that the illuminator was not showing the usage hours and the power indicator was not on. The technical support engineer (tse) had the customer check the illuminator circuit breaker and reseat the power cord connector on both ends, but the issues were not resolved. The tse then had the customer power cycle the system and perform an emergency power off (epo); however, the issues persisted. At this point, the site then elected to convert to laparoscopic surgery. There was no reported injury. On 30-mar-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. It was confirmed there was no patient harm, injury or adverse outcome.